Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that back to back blood glucose tests were done within 10 minutues, using separate fingersticks. Results were 43, 45 and 82 mg/dl. The rptr did not have any symptoms. Due to lack of control solution, no test was done. The rptr stated that the meter had never been cleaned. The rptr checks the confirmation dot for enough blood. The lifescan representative reviewed coding, cleaning, using of control solution and sample application.